Manufacturer narrative:
(B)(4). This report is related to a journal article; therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Citation: int urogynecol j. 2008; 19: 1415-1422. Doi: 10.1007/s00192-008-0657-0. (B)(4).

Event description:
It was reported via journal article: title: "laparoscopic sacrocolpopexy for uterine and post-hysterectomy prolapse: anatomical results, quality of life and perioperative outcome¿a prospective study with 101 cases." Authors: dimitri sarlos, sonja brandner, lavonne kots, nicolle gygax, gabriel schaer. Citation: int urogynecol j. 2008; 19: 1415-1422. Doi: 10.1007/s00192-008-0657-0. The authors prospective study evaluates laparoscopic sacrocolpopexy for vaginal vault prolapse focusing on perioperative data, objective anatomical results using the pelvic organ prolapse quantification (pop-q) system and postoperative quality of life using the kings health questionnaire. A total of 101 patients (age: 36 to 81 years old; bmi: 19 to 38) completed the study. Fifty five patients had laparoscopic supracervical hysterectomy and sacrocolpopexy for uterine prolapse, 46 patients had laparoscopic sacrocolpopexy for post-hysterectomy prolapse; it was also reported that 30 patients in the study groups had concurrent suburethral sling (tvt-o [ethicon]) procedure because of urinary stress incontinence. During the procedure, anteriorly, the vesico-vaginal fascia was dissected up to the lower third of the vagina just below the trigonum of the bladder. Two separate gynemesh mesh (ethicon) a macro porous multifilament polypropylene mesh, were used for the anterior and posterior compartment. All fixations were performed by laparoscopic suturing using ethibond 2-0 sutures (ethicon) with extra corporal knotting technique. At the end of the procedure, a tvt-o suburethral sling (ethicon), was placed under the mid-urethra when urodynamically proven concomitant stress urinary incontinence was present. Reported complications included severe adhesions (n-1) which required conversion to laparotomy, septical peritonitis (n-1) which required laparotomy with flushing and drainage and a sigmoidostomy. The mesh was excised during the revision laparotomy. Post-operatively, the patient did well, bladder lesion (n-4) which required laparoscopic repair and foley catheter insertion for 7 days after surgery, dysuria and hematuria due to mesh erosion (n-1) which required laparoscopic cystotomy with partial resection of the anterior mesh and bladder repair, post-operative voiding dysfunction (n-8) which required suprapubic drainage and 2 patients needed transection of the suburethral slings, mechanical ileus (n-1) which required laparotomy, adhesiolysis, and bowel segment resection , urinary tract infection (n-17), wound infection at trocar site insertion (n-1), de novo stress incontinence (n-24) which required a secondary tvt or tvt-o procedure in 15 patients and managed conservatively with physiotherapy, de novo urge incontinence (n-2) which were treated medically and disappeared at 6 months follow-up visit, de novo dyspareunia (n-1), recurrence in the posterior compartment (n-2), and recurrence in the anterior vaginal wall (n-6) which required vaginal prolapse surgery with an isolated prolift vaginal mesh augmentation of the anterior wall. It was concluded that the laparoscopic sacrocolpopexy with or without supracervical hysterectomy is a feasible and reproducible procedure with high subjective and objective cure rates, with very low rates of vaginal mesh erosions and de-novo dyspareunia in the short time follow-up.